Manufacturer narrative:
The patient died from pulmonary embolism after a hip fracture. She was on vka treatment (warfarin) because of arterial fibrillation. In addition a mitral and aortic valve defect was known. On (B)(6) 2020, the patient suffered a femoral neck fracture, and subsequently died the next day from a pulmonary embolism. The pulmonary embolism which caused the death of the patient was most likely related to the femoral neck fracture. A pulmonary embolism is a common complication of fractures of the lower extremities. The atrial fibrillation is not likely to cause a pulmonary embolism. Clots that occur due to arterial fibrillation will lead to arterial embolism (brain, intestine etc.) And not to a pulmonary embolism. Results from the meter memory on (B)(6) 2020 are consistent and between 2.1 and 2.2. Results on the meter on (B)(6) 2020 are different for tests performed on the same day (between 2.1 and 1.1). It is not known if the (B)(6) 2020 tests were performed on the same patient. There is a reported laboratory result of 3.497 on (B)(6) 2020. There are no known laboratory results after july 31, and the meter memory report included no results after august 1. The patient died on (B)(6) 2020. Based on the information available, the cause of the pulmonary embolism is believed to be a complication related to the patient¿s femoral fracture and subsequent surgery, and not as a consequence of any malfunction of the meter or strips. If the laboratory result of 3.497 is correct, the patient would have been experiencing a higher anticoagulation that would have been more preventive for a pulmonary embolism. Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 4:23 p.m. Was 2.1 inr. The result from the meter at 8:33 p.m. Was 1.1 inr. It¿s not clear if this result is from the patient or if a different person tested on the meter. The result from the laboratory at 10:21 a.m. On (B)(6) 2020, was 3.497 inr. The result from the laboratory was believed to be correct. On (B)(6) 2020: there is a result in the meter memory of 2.2 inr at 9:46 a.m. And a result of 1.1 inr at 9:42 a.m. As with the result on (B)(6) 2020, it is not clear if the result of 1.1 inr is from the patient or if a different person tested on the meter. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.